Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Product unavailable for return.

Event description:
Caller reportedly received the following results on the aviva system within 10 minutes: 273 mg/dl and 131 mg/dl. No death or serious injury reported. No strips to return; caller used all of the strips. Requested return of meter and controls were sent.